Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 24 mm promus premier drug-eluting was deployed. After deployment of the stent, a flow limiting, type b distal edge dissection was noted in the distal part of the stent. Per the physician, the dissection was caused by lipid rich plaque. To cover the dissection, a 2.25 x12 mm promus premier stent was deployed distally and the procedure was completed successfully. The patient fully recovered and was stable after the procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 24 mm promus premier drug-eluting was deployed. After deployment of the stent, a flow limiting, type b distal edge dissection was noted in the distal part of the stent. Per the physician, the dissection was caused by lipid rich plaque. To cover the dissection, a 2.25 x12 mm promus premier stent was deployed distally and the procedure was completed successfully. The patient fully recovered and was stable after the procedure. It was further reported that the target lesion was located in a moderately tortuous and mildly calcified lesion with 90% stenosis. The target lesion was pre-dilated with a 2.00 x 12 mm non-compliant balloon. The stent was deployed at 14 atmospheres for 10 seconds without issues and post-dilated with a 2.50 x 12 mm non-compliant balloon.

Manufacturer narrative:
B5 updated describe event or problem.